Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing presyncopal episodes. The pacemaker memory showed multiple episodes of right ventricular (rv) lead noise causing pacing inhibition. The physician ordered x-rays to assess the rv lead but was unable to determine if the chronic lead was causing noise and pacing inhibition, or if the chronic generator was causing the rv noise and pacing inhibition. The patient is pacemaker dependent so rv lead capped and replaced, and a new pacemaker was implanted with satisfactory results. No additional adverse patient effects were reported.